Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at 1.41828 mg/day), bupivacaine (30 mg at 8.5097 mg/day), and unknown baclofen (200 mcg at 56.7313 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the emergency department secondary to 'unusual' behavior following a pump refill. The evaluation was unremarkable. There was a concern for (partial) pump pocket fill. Scheduled patient for a reservoir volume check. Patient did report all symptoms subsided. Reservoir volume check reveals a 7 ml discrepancy indicating a partial pump pocket fill. No further action taken, as symptoms had already subsided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.